Manufacturer narrative:
Updated: b5, d5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited grainy image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that moisture and black residue was coming out of the distal tip of the bronchofibervideoscope after being cleaned and dried. There were no reports of patient involvement.